Event description:
This is a spontaneous case report received from a medical doctor in united states on 10-may-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The patient did not have her hsg (hysterosalpingogram) test. She had a positive urine pregnancy test on (B)(6) 2016. On (B)(6) 2016, she experienced nausea, vomiting and could not keep anything down, and was diagnosed with a kidney infection which led to hospitalization. She was seen on (B)(6) 2016, with a 14 week pregnancy, and ultrasound revealed that there was no fluid in the sac. The hcp (health care professional) has not been able to contact the patient. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. She experienced kidney infection which led to hospitalization. She underwent an ultrasound which revealed that there was no fluid in the sac (oligohydramnios). These events are serious and only pregnancy is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case the patient did not perform the essure confirmation test and became pregnant with the insert. Nevertheless, a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Regarding to kidney infection, considering its nature, a causal relationship with essure can be excluded. In this case, the occurrence of oligohydramnios, which was diagnosed at 14 weeks of pregnancy, it can lead to fetal deformation, umbilical cord compression and death. Due the essure coils hanging into the uterine cavity, an impact on the amniotic sac cannot be excluded and is considered related. Therefore, this case was regarded as incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 09-jun-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow-up received on 20-jun-2016 from medical doctor, answering a questionnaire of uterine/tubal perforation with essure. Essure was inserted 8 weeks post-partum state. Prior to essure insertion, no abnormal findings was observed. The lot number and expiration of essure were not available. After essure placement, the patient used dmpa (hormonal contraception) as another method of contraception before relying on essure. This alternative contraception was used from immediately post-partum ((B)(6) 2015) through (B)(6) 2015. The essure confirmation test was not done. Presence of essure was not documented on u/s (ultrasound) done on (B)(6) 2016. The patients pregnancy was confirmed by a doctor. The patient is currently pregnant with (B)(6) and oligohydramnios. The patients plan was terminating the pregnancy. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. She experienced kidney infection which led to hospitalization. She underwent an ultrasound which revealed that there was no fluid in the sac (oligohydramnios). According to follow up information, essure was not located in ultrasound done at time of pregnancy, seen as probable dislocation. These events are serious and only pregnancy is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test.. Furthermore, the device may dislocate into fallopian tubes towards abdominal cavity or be expelled to uterine cavity. In this particular case the patient did not perform the essure confirmation test and became pregnant with the insert. In addition, during ultrasound, the device was not located. The supposed device dislocation could have contributed for the pregnancy occurrence. Nevertheless, considering that the exact time of this dislocation (if it was previous or after the conception) was not known, a causal relationship between the suspect insert and the reported events cannot be excluded. Regarding to kidney infection, considering its nature, a causal relationship with essure can be excluded. In this case, the occurrence of oligohydramnios, which was diagnosed at 14 weeks of pregnancy, can lead to fetal deformation, umbilical cord compression and death. Due the essure coils hanging into the uterine cavity, an impact on the amniotic sac cannot be excluded and is considered as related. Therefore, this case was regarded as incident. A product technical analysis resulted in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
Follow up letter was received on 19-aug-2016 from physician: the doctor reported that the presence of essure not document on u/s (ultrasound) could be the result of migration/dislocation. The neonate was delivered at 29 weeks: iugr (intrauterine growth restriction) with aedf (absent end diastolic frequency), hypothyroid, htn (hypertension), ss trait (sickle cell trait) and nrfht (nonreassuring fetal heart rate tracing). The neonate was delivered by c-section and the mother had a bilateral salpingectomy at that time. Right essure was located with salpingectomy. However, left essure was not located. X-ray was done pre-operatively consistent with left sided coil in the expected location. Further workup will be done to determine location of left essure device once recovered from delivery. (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant 8 months after insertion. She had a kidney infection that led to hospitalization when she was 12 weeks pregnant. Two weeks later, the ultrasound showed no fluid in sac (oligohydramnios) and the presence of essure was not documented as a possible migration/dislocation. The neonate was delivered by c-section at 29 weeks (pre-term delivery) with iugr (intrauterine growth restriction), aedf (absent end diastolic flow) and nrfht (nonreassuring fetal heart rate tracing) and other non-serious events. Device dislocation and pregnancy with essure are listed while premature delivery, oligohydramnios and kidney infection are unlisted in the reference safety information for essure. Although the date and mechanism of dislocation/migration is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. Since the exact date of dislocation is unknown and the pregnancy occurred more than 3 months after essure insertion, causal relationship with essure cannot be excluded (device ineffective). Given the nature of kidney infections, a causal relationship with essure is excluded. Considering that this kidney infection during pregnancy may have led to oligohydramnios and that essure could only have a mechanical action in the amniotic sac in a later stage of the pregnancy, it is unlikely that essure could cause oligohydramnios and subsequent fetal complications. Although all fetal complications are possible alternative explanations for premature delivery, until the reason that led to the c-section and this premature delivery is confirmed, a causal relationship with essure will not be excluded. This case is regarded as incident due to serious injury associated with essure. A product technical analysis resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up received on 20-jun-2016 from medical doctor, answering a questionnaire of uterine/tubal perforation with essure. Essure was inserted 8 weeks post-partum state. Prior to essure insertion, no abnormal findings was observed. The lot number and expiration of essure were not available. After essure placement, the patient used dmpa (hormonal contraception) as another method of contraception before relying on essure. This alternative contraception was used from immediately post-partum ((B)(6) 2015) through (B)(6) 2015. The essure confirmation test was not done. Presence of essure was not documented on obs u/s (ultrasound) done on (B)(6) 2016. The patients pregnancy was confirmed by a doctor. The patient is currently pregnant with (B)(6) and oligohydramnios. The patients plan was terminating the pregnancy. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. She experienced kidney infection which led to hospitalization. She underwent an ultrasound which revealed that there was no fluid in the sac (oligohydramnios). According to follow up information, essure was not located in ultrasound done at time of pregnancy, seen as probable dislocation. These events are serious and only pregnancy is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test.. Furthermore, the device may dislocate into fallopian tubes towards abdominal cavity or be expelled to uterine cavity. In this particular case the patient did not perform the essure confirmation test and became pregnant with the insert. In addition, during ultrasound, the device was not located. The supposed device dislocation could have contributed for the pregnancy occurrence. Nevertheless, considering that the exact nature and time of this event (if it was previous or after the conception) was not known, a causal relationship between the suspect insert and the reported events cannot be excluded. Regarding to kidney infection, considering its nature, a causal relationship with essure can be excluded. In this case, the occurrence of oligohydramnios, which was diagnosed at (B)(6) of pregnancy, can lead to fetal deformation, umbilical cord compression and death. Due the essure coils hanging into the uterine cavity, an impact on the amniotic sac cannot be excluded and is considered as related. Therefore, this case was regarded as incident. A product technical analysis resulted in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
Follow-up information received on 14-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 26-sep-2016: she was admitted on (B)(6) 2016 and delivered on (B)(6) 2016 by c-section at (B)(6) of pregnancy. She delivered due to non-reassuring fetal heart tracing (see case number (B)(4)) and had no labor. The patient was treated with betamethasone on 08 an 09-aug-2016. She had no drugs for infection treatment. The child stayed in the nicu when the patient was discharged. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant 8 months after insertion. She had kidney infection that led to hospitalization when she was (B)(6)pregnant. Two weeks later, ultrasound showed no fluid in sac (oligohydramnios) and presence of essure was not documented as a possible migration/dislocation. The neonate was delivered by c-section at (B)(6) (pre-term delivery) with iugr (intrauterine growth restriction), aedf (absent end diastolic flow) and nrfht (nonreassuring fetal heart rate tracing) and other non-serious events. Device dislocation and pregnancy with essure are anticipated while premature delivery, oligohydramnios and kidney infection are unanticipated in essure reference safety information. Although the date and mechanism of dislocation/migration is unknown, given its nature, causal relationship with essure cannot be excluded. Since the exact date of dislocation is unknown and the pregnancy occurred more than 3 months after insertion, causal relationship cannot be excluded (device ineffective). Given nature of kidney infections, a causal relationship with essure is excluded. Considering that this kidney infection during pregnancy may have led to oligohydramnios and that essure could only have a mechanical action in the amniotic sac in a later stage of the pregnancy, it is unlikely that essure could cause oligohydramnios and subsequent fetal complications. Although all fetal complications are possible alternative explanations for premature delivery, until the reason that led to the c-section and this premature delivery is confirmed, a causal relationship with essure will not be excluded. This case is regarded as incident due to serious injury associated with essure. Product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, relationship with medical events cannot be totally excluded.